Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the patient experienced a pneumothorax. A perforation of the right atrial (ra) lead was suspected. The ra lead was explanted and replaced. During the ra lead revision, insulation damage was found on the right ventricular (rv) lead and it was noted that there was blood inside the lead. The rv lead was explanted and replaced. It was further reported that when the new leads were connected to the device, the physician was unable to use the wrench to screw the lead into the head. The physician requested a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw. Concomitant medical products: product ID: 6935m55, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).